Manufacturer narrative:
Additional narrative: correction: the device serial number was inadvertently documented as sn (B)(4) in the initial report. The serial number has been updated to (B)(4). Therefore, UDI: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a damaged component - gears, no drive and reduction gear broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a craniotomy surgical procedure, it was observed that the compact speed reducer device was not working. It was not reported if there was a delay to the surgical procedure. An identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.